Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a bent sensor cannula. The customer's blood glucose level was 200 mg/dl. The customer stated she inserted the sensor last weekend and the reading was not accurate. The customer stated that the sensors felt bent. The customer declined to trouble shoot the cannula issue. The customer was advised to call back to troubleshoot her issues.